Event description:
On (B)(6) 2024, during egg retrieval for a patient, the nurse noticed that the puncture needle was dull, which prevented the puncture from penetrating the tissue quickly. The procedure was prolonged and there was an increased risk of bleeding.

Manufacturer narrative:
No product was returned for evaluation. No imaging was supplied to assist the investigation. The user supplied additional information that the tip of the needle was found to be a little warped. It was replaced with a new product to complete the procedure. Review of device history record found that the work order for lot a1138185 appears complete and correct. There were no temporary deviations or non-conformances at the time of manufacturing. The associated inspection record confirms that the device was manufactured to specification. The review of the relevant manufacturing records confirms that this is the only complaint related to the manufacturing lot a1138185. Review of specifications found that there are a number of processes and checks in place which would identify a blunt or damaged needle prior to shipment. Further review of the specifications and procedures confirms existing controls for identifying and rejecting non-conforming products. The investigation was unable to determine a definitive root cause to explain the difficulty experienced by the customer. It is possible that one or more of the following factors may have contributed to the event: needle problems; not sharp enough, needle blunted by patient tissues; procedural complications. After considering this event the risk associated with the use of this device is still deemed adequate. Cook will continue to monitor for similar complaints.

Event description:
On (B)(6) 2024, during egg retrieval for a patient, the nurse noticed that the puncture needle was dull, which prevented the puncture from penetrating the tissue quickly. The procedure was prolonged and there was an increased risk of bleeding.